Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, discovered that light emitting diode (led) on battery wedge was not lit while on a/c. The led lights when battery power was, switched to the on position and goes out when battery wedge was turned off. The battery wedge was still working and connected to delphin control module. Since the event occurred during preventive maintenance, there was no pt involvement.

Manufacturer narrative:
After successfully completing preventative maintenance (pm), the field service representative (fsr) left the delphin battery charging overnight. Fsr is awaiting for authorization to troubleshoot further and repair. Per the fsr, the perfusionist called and informed me that the led on the battery module was flashing green after the delphin was charged for twenty-four hours, which indicates that the battery module is working properly. The delphin centrifugal system operated to manufacturer specifications and was returned to clinical use. No further action required. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be field accordingly.